Event description:
Customer states that when the doctor tried to snap device in place, it would not lock. Doctor tried multiple times. After inspection by the doctor, it looked as though a prong could be missing.